Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During procedure, the balloon was inflated at 12atm however it ruptured upon second inflation at about 10atm. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. There were no complications reported and patient was good post procedure.